Manufacturer narrative:
Customer received replacement cable; however, pump was still unable to be charged despite the attempted use of multiple adapters and outlets. Customer indicated that injections would be used for back-up therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged despite using multiple cables. A replacement cable was sent to the customer. There was no reported impact to the customer's blood glucose level.